Manufacturer narrative:
Submit date: 05/12/17. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported significant leakage of pleural fluid at the blue fitting in the water seal.

Manufacturer narrative:
One used sample was returned to the manufacturing facility. The returned unit is contaminated and as a result cannot be functionally tested using our test equipment. A visual inspection was complete on the returned unit to determine if there were any visual flaws that could lead to an issue with the unit. There was nothing noted during the visual inspection. Blue water was placed into the water seal chamber to determine if fluid is leaking from that chamber. The water level was visually checked 24 hours later and there was no evidence of blue water leaking from the water seal chamber. As the unit cannot be physically tested, also as there is no visual flaw in the system and there is no water leaking in the water seal chamber, the reported condition cannot be confirmed. During the manufacturing process all units are 100% leak tested and 100% functionally tested as part of the process. Also independent sampling is complete to confirm units are functioning correctly. A possible root cause for the complaint may be damage to the unit caused during transportation which could cause a leak in the unit. The associated data will be fed into the risk management quarterly report to assess the need for further corrective actions as this complaint is unconfirmed and considered an isolated event for this lot/product. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.